Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿the unit will not pump. The pump was only working intermittently and once a set was installed the and power to run the unit would stop pump and will not work anymore.". The unit was triaged and the reported issue could not be confirmed at this time; unit pumped 5ml at a rate of 400ml/hr with no issues. Unit passed all test and is in normal working operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/11/2017.

Event description:
The customer states that the unit will not pump. The pump was only working intermittently and once a set was installed the and power to run the unit would stop pump and will not work anymore.